Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to have a gum graft surgery due to recession. They were advised to not wear the retainers for a week. They did get the okay to start wearing them again and they no longer fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.